Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein patient's both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report number:1627487-2021-15866. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.